Event description:
(B)(4). I became pregnant on essure. Device was not working and had caused lower abdominal pain (2 ER trips), so I had a full hysterectomy and bilateral tube removal. Surgery revealed r essure coil was not in my tube, but embedded in my uterus. Hsg three months after implant showed tubes blocked and essure placed correctly.